Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified artery in the left forearm. After a non-bsc 5fr sheath was placed and a 035 non-bsc guidewire crossed the lesion, a 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed after angiography revealed that blood flow has improved. No patient complications nor injuries were reported.